Event description:
It was reported that a user experienced high blood glucose while using the ilet with a contact infusion set, after having normal values earlier in the day, and troubleshooting and education were completed with instruction to perform a full supply change and monitor for 90 minutes. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued monitoring at home. Investigation included telephone-based troubleshooting and education. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.